Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient reported hearing tones from the device. Upon interrogation, a fault code was received for high shock impedance greater than 125 ohms on this transvenous lead. It was noted the shock impedances had been stable and within range for some time, until the recent spike resulting in the fault. No remedial action has been taken at this time, however the lead will be replaced at the next device changeout for normal battery depletion. The procedure is planned but has not yet been scheduled, and the physician will continue to monitor the lead until then. No adverse patient effects were reported.

Event description:
Boston scientific received information that surgical intervention was performed to surgically abandon and replace this lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.